Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and identified the probable cause as multiple hardware. The fse replaced the buffer syringe, ise (ion-selective electrolyte) electrodes, buffer valves, reference electrode, ise data printed circuit board, electrode wires, reference valve to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erratic sodium and chloride patient results and calibration issues on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.